Event description:
It was reported that the pt died in their sleep two days after beginning trial stimulation. The pt had been implanted with two trial leads in the t-8 and t-9 location for low back and leg pain. The implant procedure for the trail lead was normal and no complications were noted. The day after the lead implant the pt was experiencing good stimulation and experiencing moderate pain relief. When the company representative called the pt a couple days following the implant he was informed that the pt had died in his sleep the night before. The pt was heard snoring around 12:30 in the morning and found dead around 1 o'clock in the afternoon. The cause of death is unk. The pt had suffered from acid reflux and had also started on new medications. Additional information has been requested from the hcp, but was not available as of the date of this report.